Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned with helix extended. Dried blood was present in neck region. The lead was found cut through in the outer insulation at 20 cm from terminal pin. The helix and tip normal as expected.

Event description:
Boston scientific received information that during an implant, this lead exhibited placement difficulty and dislodgement. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.